Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed the device continuously rebooted by itself. In this condition, the device would be inoperative. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec observed that the internal flow transducer (ift) cable was not fully seated to the ift. Ventec reseated the ift cable to the ift in order to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated to the ift.